Manufacturer narrative:
G4:17dec2020. B4:18dec2020. The device was evaluated by an international service technician who confirmed both by operational check and in the error record an illumination failure in power led .the customer was provided a quotation for repair, but since 3 months have passed after the quotation was issued without acceptance, the unit was returned to the sales office without repair. If the decision is made to have the device evaluated and repaired a new service order will be opened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24sep2020.

Event description:
It was reported to philips that while the device was in use on the patient, "check vent: alarm led failed" alarm occurred. The device was replaced with the same model stocked by the hospital. The device was in use at the time of the event. There was no report of patient or user harm and the device was replaced with the same model stocked by the hospital.